Manufacturer narrative:
Evaluation of the returned pc400 confirmed that the embolization coil was detached. Further evaluation revealed that the pusher assembly was not returned for evaluation. Therefore, the root cause of the reported unintentional detachment of coil cannot be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) using penumbra coil 400s (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, while advancing the pc400 through the px slim, the fluoroscopy imaging revealed that the pc400 had unintentionally detached inside the middle of the px slim. The physician attempted to flush the pc400 out of px slim using a 3 ml syringe without success. Therefore, the px slim containing the pc400 was removed from the patient and the coil was successfully flushed out of the px slim on the back table. The procedure was completed using the same px slim, another pc400, and a liquid embolic agent. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.